Manufacturer narrative:
No damages or defects were observed that would result in the cannula retracting. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. The pod ran for 3303 pulses with no timeouts or drive stalls.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula fully retracted back into the pod. No further details.